Event description:
It was reported that the patient presented for a procedure. During the procedure, the right ventricular (rv) lead was repositioned due to the rv lead exhibiting inadequate capture and sensing issue. During the last attempt to reposition the rv lead a fluoroscopy revealed the helix failed to extend. The physician opted to explant and replace the rv lead, and a new lead was successfully implanted. The patient was in stable condition.